Event description:
A customer reported that erratic prealbumin (pab) quality control (qc) results were generated on an unicel dxc 800 synchron system. Because of this, potentially impacted patient results were repeated on another instrument. Only one patient's results were available for assessment by beckman coulter inc. The initial pab result was erroneously elevated and was reported outside the laboratory. There were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Upon subsequent repeat testing on another instrument, the repeat result was lower. The customer did not report any issues with other chemistries. The customer replaced the pab reagent pack.

Manufacturer narrative:
Service was dispatched on (B)(4) 2011 for this event. The field service engineer (fse) reviewed the erratic quality control reports. Alignments and part quality were examined and performed. A ten repetition precision run yielded precise results along the mean. As a precaution, the cartridge chemistry reagent syringe valve was replaced. The customer replacement of the pab reagent pack appears to have resolved the issue. A definitive root cause for this event has not bee determined to date.